Event description:
Boston scientific received information that this lead was an attempted implant. The helix did not extend after approximately 30 turns of the fixation tool at one rotation per second. This lead was extracted and a new lead implanted without issue. No adverse patient effects were reported. This lead was never in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was returned and evaluated. The helix was extended with dried blood/body fluid in the helix housing and neck region. The lead did not pass continuity testing; x-ray showed the inner conductor coil was fractured at the distal end of the terminal pin. X-ray of the lead tip showed no anomalies. Based on the appearance of the inner coil at the terminal end, analysis concluded the fracture most likely resulted when attempting to extend the helix. The lead design coupled with procedural factors may have contributed to the inability to extend/retract the helix and subsequent fracture.